Manufacturer narrative:
2 hours after use of a 6f exoseal vascular closure device, a patient had a critical issue with blood transfusion given in the intensive care unit. The device will not be returned for evaluation as it was already discarded. Additional information could not be obtained from the reporter despite numbers attempts. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. Complications such as hematomas can be more prevalent in obese patients. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
A device history review could not be performed since the complaint lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
2 hours after use of a 6f exoseal vascular closure device, a patient had a critical issue with blood transfusion given in the intensive care unit. The device will not be returned for evaluation as it was already discarded. Additional information could not be obtained from the reporter despite numbers attempts. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. Complications such as hematomas can be more prevalent in obese patients. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
2 hours after use of a 6f exoseal vascular closure device, a patient had a critical issue with blood transfusion given in the intensive care unit. The device will not be returned for evaluation as it was already discarded.